Manufacturer narrative:
On 14-mar-2025, bwi received additional information regarding the event. The physician's opinion on the cause of the adverse event is that he thinks he bumped the av (atrioventricular) node with the farawave catheter. However, at the end of the day conduction came back to the doctor thinks that he bumped it. There were no malfunctions with the cs (coronary sinus) catheter. The physician does not believe the cs catheter contributed to the av block. Intervention includes dual chamber pacing was done until the end of the procedure and pacemaker was inserted. Patient fully recovered. Additionally, on 19-mar-2025, the product investigation was completed as the complaint device was confirmed to be discarded. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a webster ® cs catheter with ez steer® thechnology and auto ID and the patient experienced heart block that required pacemaker insertion. Av (atrioventricular) heart block was discovered once the av sequential pacing (pacing via cs catheter and the his catheter in the ventricle) was turned off. The patient was being sequentially paced, and on nitro while pfa (pulse field ablation) lesions were applied on the anterior wall of the left atrium when the heart block occurred. Isuprel was administered, but the normal sinus rhythm did not return. Patient was paced from the catheter while a permanent pacemaker was inserted. Patient was stable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).